Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: significant reduction of irido-corneal angles; shallowing of the ac. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of irido-corneal angles and shallowing of the ac. The lens was exchanged for a shorter length lens, and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
D10 -injector model: msi-pf; lot#: unknown, cartridge model: sfc-45; lot#: unknown, foam tip plunger: ftp; lot#: unknown. Should all be removed as it is n/a. Claim#: (B)(4).